Manufacturer narrative:
Concomitant medical products: cd2411-36c ICD, implanted: (B)(6) 2016.

Event description:
It was reported by a competitor that the patient underwent a hematoma evacuation and it was noted that the right ventricular (rv) lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.